Manufacturer narrative:
The sample involved in the incident was returned for evaluation. The catheter exhibited an inner lumen leak in the manifold between the pa distal lumen and the thermistor lumen. The catheter was dissected for further observation. The leak resulted from a manufacturing non-conformance during the insert molding operation. The non-conformance results when the mandrels are not inserted properly into the lead tubing and into the lumens during the insert molding operation. Co was unable to perform a review of work order documentation operators were retrained on the current operation and co is in the process of implementing an extrusion process modification which will eliminate the potential for leaks in the manifold area.

Event description:
Rec'd report of dampened waveforms and bleedback from the thermistor port of a pentalumen catheter. A pt that was to have a "CABG" procedure performed had a catheter inserted by an anesthesiologist for monitoring. During the pre-insertion check, the catheter was flushed and zeroed without a problem. As the catheter was inserted, a dampened waveform was noted. The anesthesiologist pulled the catheter back, reflushed it and repositioned it three times. The practitioner then noted that the "c.o." Port had approximately 4cc of bleedback. The catheter was removed and replaced. No pt harm reported.